Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, resistance was encountered when the physician attempted to deliver the stent into the microcatheter. Also, the subject stent was noted to be deployed within the microcatheter when the physician withdrew the stent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 adverse event/product problem - corrected - no product problem. D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H1 type of reportable event - corrected - no malfunction. H3 - device evaluated by mfg ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received loaded on the stent delivery wire (sdw). There was an unknown material (possibly some sort of tubing like poly tetra fluoro ethylene ptfe) present on the stent keeping it loaded on the sdw. The (sdw) was advanced past the distal end of a microcatheter. The introducer sheath was not returned. The sdw was noted to be kinked/bent. Approximately 23.5cm of tubing was present on the distal end of the sdw. As a part of functional inspection, the stent was attempted to be deployed however it was unable to be deployed due to the tubing surrounding it. The reported event of ¿stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The reported event ¿stent deployed prematurely during use' was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that resistance was encountered when the stent entered the microcatheter, and the entire stent could not be advanced. The physician then withdrew the stent out of the body and found that the stent had become deployed inside the microcatheter upon inspection. Additional information provided by the customer indicated that indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. During analysis, there was an unknown material (possibly some sort of tubing like ptfe) present on the stent keeping it loaded on the sdw. The (sdw) was advanced past the distal end of an echelon-10 microcatheter. The introducer sheath was not returned. The sdw was noted to be kinked/bent at the distal end. Approximately 23.5cm of tubing was present on the distal end of the sdw. Excelsior sl-10 and xt-17 are the recommended microcatheters to use when using a neuroform atlas stent, because the internal hub profiles are an exact match for the external profile of the distal tip of the introducer sheath. This is not the case for echelon-10. Precise placement of the introducer sheath is critical when using an echelon-10 microcatheter (mc). It is possible that, in this instance, the introducer sheath was not advanced sufficiently into the echelon-10 hub, resulting in a gap between the distal opening of the sheath and the proximal opening of the microcatheter shaft lumen. Under such conditions, the stent may have been advanced into this gap rather than into the microcatheter lumen, potentially leading to partial deployment within the gap. This condition could explain the resistance encountered during subsequent attempts to advance the stent and is consistent with the event description. As the introducer sheath was not returned for evaluation, this scenario cannot be conclusively confirmed. This represents one plausible explanation for the observations noted during analysis based on the available information. Based on the review of all available information an assignable cause of procedural factors will be assigned to the reported event of ¿stent difficult/unable to transfer', as well as analysed event of ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use. An assignable cause of not confirmed will be assigned to the reported event of 'stent deployed prematurely during use' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, resistance was encountered when the physician attempted to deliver the stent into the microcatheter. Also, the subject stent was noted to be deployed within the microcatheter when the physician withdrew the stent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.